Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a dent on the distal end cover, the bending section cover glue separated, the insertion part connecting tube insulation was out of standard, paint was peeling off the air/water nut, paint was peeling off the suction cylinder nut, the right/left knob was broken, the connector was cracked, the plug unit housing was damaged, the jet channel was clogged, the control unit angulation had play and was outside of the specifications. There were scratches on the light guide rod lens, the charged coupled device cover lens, the distal end cover, and the insertion part connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no air/water flow. This event was found during reprocessing of the scope. Inspection and testing of the returned device found that the auxiliary water inlet was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was received to clarify the reported event (no air/water flow): the customer reported that the cleaning brush (foreign material) was stuck in the channel.

Manufacturer narrative:
Updated fields. This report is being supplemented to correct information provided in the initial medwatch report, to provide additional information received, and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial report: correction to the initial medwatch. The aware date should be 17aug2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.